Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed, and event is partially confirmed. Indeed, force sensor errors have been triggered but have not stopped the infusion. It was an occlusion alarm which stopped the infusion. The device was returned to our laboratory for analysis. Upon reception, the device was submitted to some tests in order to confirm the reported issue. The infusion test was conformed, no stop (error or alarm) has been recorded. The force supervision test showed abnormal results and confirmed a defective part. The reported event was confirmed by our laboratory. The root cause of the reported event is a defective force sensor. To our knowledge this complaint is related to patient safety and has been registered for statistical monitoring. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "during the bathing of a 70-year-old patient hospitalised in the intensive care unit 14 days after a meningeal haemorrhage caused by a ruptured aneurysm, the electric syringe pump to which the noradrenaline syringe is connected rang with a "forced sensor" and stopped the infusion. Despite changing the syringe pump and increasing the noradrenaline in response to severe arterial hypotension (blood pressure 51/40 mmhg and mean arterial pressure 30), the patient went into cardiorespiratory arrest and required cardiac massage (3 minutes, 1mg adrenaline). The patient is still sedated for various complications due to her pathology (vasospasm, epilepsy, haemodynamic instability), so the consequences of the event cannot be assessed at this time. The electric syringe pump was sent for repair to the biomedical engineering department, which identified that, following the failure of one of its sensors, the alarm had been triggered and had cut off the infusion. The most recent preventive maintenance, carried out on (B)(6) 2021, complied with the 3-year periodicity requirement. The syringe pump is available for investigation." Reporting due to the referenced issues. More information is needed to complete the investigation.